Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height auxiliary drawer 2.1 was continuously failed. Nurse reported that this time she could not get it to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was intermittently failed. A field service engineer (fse) onsite found no active failures, powered down station, inspected drawer assembly, discovered latch sensor misaligned from hard stop, secured and repositioned sensor, restarted device, tested in hardware test application (hta) with all functions passing. Fse confirmed that the issue resolved with root cause identified as misaligned latch sensor. The system functioned as intended after the field service engineer repaired the device.